Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported insulin was unable to exit on the customer's infusion set. The customer attempted to push insulin through with a plunger, but insulin was unable to exit. The customer stated changing the reservoir and infusion set did not resolve the issue. Troubleshooting was able to assist the customer with delivering insulin. Customer's blood glucose was 202 mg/dl. No additional information provided.